Manufacturer narrative:
There are several factors that may have played a role in not allowing the kryptonite-x material to fully harden, including but not limited to; insufficient or improper site preparation, too much blood within surgical site, or improper mixing. Follow-up information indicated that kryptonite-x was implanted into a site which was bloody. It was additionally indicated by the surgeon that improper site preparation, as well as, this being his first case may have also contributed to this event. If additional information becomes available, it will be submitted in a supplemental report. The identified product and product code is designated for export only.

Event description:
A patient underwent a craniotomy on (B)(6) 2009, without noted issues. A revision surgery was later performed in (B)(6) 2009 due to the patient presenting with purulent phlogosis along the scar, in correspondence with the holes produced by the craniotomy filled with kryptonite-x material. The kryptonite-x material was removed using bone nippers and was found to not be completely solid, but still somewhat elastic. The kryptonite-x material did not adhere to the cranic theca and it was removed easily. It was the opinion of the surgeon that the phlogosis (inflammation) was generated by kryptonite considering it like a material extraneous to the body.